Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via tka. It was reported that when the surgeon set the cutting block (p/n: unknown) and drilled im hole, the cutting block and a drill bit interfered because the space between the cutting block and the drill bit was too narrow, and iron debris fell out. The surgery was completed within 30 minutes delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received stated that after the cutting block and a drill bit interfered and iron debris fell out, the surgeon wiped the devices with a pack and cleaned them with saline and re-used them. A slight amount of metal debris was thought to fall out onto operative field. The surgeon irrigated the operative field thoroughly.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.